Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3889-28, lot# va1gg5s, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had an infection at the ins and lead site at buttock area. Patient stated they had an emergency surgery on (B)(6) 2017 for total system explant after seeing their healthcare professional (hcp) who stated that the ins had popped open. The patient reported that the opening was an inch deep. The hcp advised that the device be taken out as it was infected. Patient given IV and oral antibiotics. Moreover, patient mentioned that the night prior to the device being taken out, the location was squirting out and went through their jeans about 3 inches wide all the way down to the crotch of the jeans that was saturated. Patient also stated that they have seen their hcp prior to that due to horrible drainage and it being more painful. They also had a problems up their back ribcage and down buttock into the hip and leg, and that the pain was still there and uncomfortable. It was a weird sensation that hurt and a weird awful pain they were having. Patient noted that they were taking pain medication and a drain bulb tube was put in their back where the ins was taken out. Patient stated the sensation was there before the device was taken out and was still there after taken out. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gg5s, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1gg5s, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information healthcare professional (hcp) reported via a manufacture representative (rep) that there was dehiscence of the pocket. The rep reported the patient was presented to the hcp with her implant partially sticking out of her pocket. The hcp visualized the issue in the office setting and scheduled the removal of the full employment based on his findings. The rep reported the lead and implant and both leads were explanted on (B)(6). It was noted the reported issue was resolved at the time of the event. There were no further complications that have been reported as a result of this event.